Event description:
It was reported this was an arteriotomy closure of a right common femoral artery using a proglide device after an interventional procedure with a 6f sheath. Reportedly, during use, the physician stated the proglide fell apart as the black sheath portion looked broken. A non-abbott device was used to achieve hemostasis. There were no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
A visual inspection, functional testing, and dimensional analysis was performed on the returned device. The break was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. It is likely the guide broke during insertion. This can occur if the angle of insertion is not aligned to the vessel trac, if the guidewire was prolapsed, or if there was interaction with anatomy. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.